Manufacturer narrative:
A picture was sent with a total parental nutrition (tpn) product in a bag connected to the tubing set. No discrepancies were visually detected that could affect the functionality of the tubing. No product sample was received; therefore, no functional testing could be performed. A device history record review was performed, and no issues were noted during manufacture. No root cause could be determined as the complaint could not be confirmed.

Event description:
It was reported that the tubing set was attached to a total parental nutrition (tpn) bag in the cleanroom without the tubing primed. While waiting for the pharmacist to check the tubing, it started leaking while on the counter. It looked like the leaking was at the joining of the two different size tubing at the hard plastic piece that attaches to the pump. No patient was involved.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07966 is no longer considered reportable, please disregard any MDR reports associated with it.